Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. Per info from the customer, discharge from the instrument was initially connected to a waste cube. The waste line was subsequently transferred to a sink drain from which the waste splashed out. Guidance was provided on how to mechanically secure the waste line and place it within the sink drain as advised in product labeling. Site laboratory personnel will contact local hospital maintenance to remove the drain grill and assist in proper placement and security of the waste line. Service was not dispatched to the site.

Event description:
The customer reported that on (B)(6) 2009 waste material from the lh750 hematology analyzer splashed onto the outside of a phlebotomist's pants leg as she was passing by the instrument when waste was being discharged into laboratory sink exposing her to potentially biohazardous waste material. The phlebotomist was wearing gloves. Based on the available info, there was no exposure to mucous membranes or to open skin lesions. After the exposure she changed all of her outer clothing and disinfected her hands. Per the exposure control plan in place at the facility, the phlebotomist will have initial and follow-up tests for infectious diseases as directed by the site's risk group. There was no reported medical treatment as a result of this incident.